Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's up arrow was intermittently responsive after being involved in an accident. Blood glucose level at the time of the incident was 299 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer was in a car accident due to low blood glucose. The customer stated she was going to lunch and knew her blood glucose was low, but unsure how low. Then customer realized her blood glucose dropped even lower and caused the car accident. The customer was hospitalized due to car accident and low blood glucose. The customer's blood glucose was unknown. The customer declined troubleshooting for low blood glucose. She does not believe the insulin pump caused low blood glucose.